Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had multiple memory failures, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there were two or more memories of ippc - frontal has failed. Analysis of the system log file showed that the frontal ippc was failed. During troubleshooting, the fse found an issue with ippc and host pc. The fse replaced the ippc and host pc. The same issue occurred previously where the fse reseated the ippc ram and hard disk and changed the hard disk slots for image disk. After the replacement of ippc and host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.